Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he has experienced blurry distance and near vision. The vision is worse than it was before the surgery. He stated that he can only see his hand in front of his face and some light. The vision is cloudy beyond arms length and he can only see movement. There is some fluctuation and it seems better when looking above rather than straight ahead. The pupil was dilated for two days after the surgery, the vision was bright but blurry. As the pupil returned to normal the vision became darker remaining blurry. He also stated that ten days prior to the surgery he had a significant decreased vision and was told it was due to the cataract. At that time the retina appeared to be fine. Since the surgery, the consumer was informed by the surgeon and other ophthalmologists that the iol looks good, the eye is healthy including the retina and the optic nerve. He has not been given an explanation for why the vision has decreased. Additional information has been requested.